Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date customer's blood glucose level was unknown. Customer stated that the pump was tested at the hospital and had other issues going out that plays a part in her blood glucose to rise. It was unknown whether the auto mode feature was active at time of event. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.